Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced back pain that started approximately two months ago. F/u with the physician revealed the lead had migrated to the side. It was reported the entire scs system will be explanted at a later date.